Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The psm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform and passed all relevant testing within specification. Once testing was completed, the radio frequency identifier (rfid) printed circuit assembly (pca) was removed and visually inspected. Minor contamination was found on the board. As a result of this investigation, the probable root cause was identified as the rfid pca. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that repeated error 31085 occurred. Several hard power cycle did not resolve the issue. The customer stated that the procedure needed patient side manipulator (psm) 3. The procedure was aborted with no patient involvement.